Event description:
Caller states that coaguchek safe-t-pro lancets were uncapped out of box. Box was sealed and undamaged at time of purchase. No accidental needle stick occurred. Requested return of suspect lancets and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Date of manufacture could not be determined by the lot number provided.